Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Per follow up information received via task on 17nov2025, the issue was found while preventive maintenance the unit, and while parameters were met during testing the hours ran on all components in question were well past 2000. No repairs nor service has been completed as no parts have come in to replace them. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed wanted to troubleshoot the arctic sun device and believed the heater and pumps need to be replaced. Per follow up information received via task on 17nov2025, the issue was found while preventive maintenance the unit, and while parameters were met during testing the hours ran on all components in question were well past 2000. No repairs nor service has been completed as no parts have come in to replace them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed wanted to troubleshoot the arctic sun device and believed the heater and pumps need to be replaced.